Manufacturer narrative:
The customer evaluated the device with the assistance from a remote service engineer (rse) and confirmed the occurrence of the error code indicating an alarm led failure in the event log. The rse advised the customer to replace the power switch overlay and provided part ID for the customer to order the part and complete the replacement on-site. Upon further follow-up, the customer reported that the power switch overlay that they received was faulty and a new part had already been ordered but not yet received. The customer did not respond to requests for additional information to confirm the repair of this device. The device history record does not indicate that the customer called back for further assistance and there was no philips field service requested. It is unknown if the power switch overlay was replaced and if it resolved the problem. No further details are available.

Event description:
The customer reported check vent led alarm failed. The unit was not in use on a patient at the time of the reported event.